Event description:
The advocate stated the customer's contour read low compared to another meter. No adverse events were alleged. The initial complaint did not meet the criteria to be reported, but the test strips were returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab could not confirm the low result complaint. They did find the returned reagent to read e11 (confirms exposure) and an average of 56 mg/dl high, out of specification.